Event description:
It was reported that stimulation was in the wrong location and there was a loss of therapeutic effect. This occurred following a fall. Impedance measurements were normal. It was possible there was a fluid short of a reprogramming needed to take place. The hcp wanted to do a revision to move the lead to address the back. Add'l info has been requested, but was not available as of the date of this report.